Event description:
Medwatch report uf/importer report #(B)(4) describe the event or problem: stent did not fully deploy and was stuck in sheath; physician was able to remove. No patient harm. What was the original intended procedure? Right lower extremity angioplasty with stenting atherectomy and associated procedures what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medwatch/medsun report attach.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that that during stent deployment the sheath was too close and the stent inadvertently deployed into the sheath resulting in the reported activation failure and the reported difficult to remove; however without any additional information available, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from "ni' to "no".